Manufacturer narrative:
Evaluation completed. Thorough investigations on the ventilator found that the ventilator had no malfunction or defect. Data analysis for the period of 3-minute disconnection indicates that it was a real circuit disconnect, as evidenced by the trend data of peak pressure, peak flow, peep, rr, vt and ie ratio. Nkom wonders whether there was a true leak somewhere in the circuit system that was not obvious to the clinicians at the time of the event.

Event description:
It was reported that during patient use, the ventilator began to alarm circuit disconnect. The patient was calm and asleep, with the ventilator indicating a 100% leak with no pressure or volume values displayed on the ventilator monitor. The endotracheal tube (ett) was secure. In tracing the ventilator circuit, no leak or disconnect was found. The patient then desaturated below 70% and fell lower where the value disappeared from the room monitor. The patient then had bradycardia to the mid 40''s. The patient was then removed from the ventilator and hand bagged where saturations and heart rate increased back to normal. Since no circuit leak was found, the patient was reconnected to the ventilator. When reconnected to the ventilator, again it read ''circuit disconnect". The patient was again disconnected from the ventilator, and it was placed on standby. The patient was hand bagged and again the ventilator circuit was inspected. When nothing was found, the ventilator was taken off standby, and this time the ventilator started to cycle normally with no alarm indication and worked normally. The ventilator was changed out and the patient was placed on another ventilator.